Manufacturer narrative:
(B)(4).

Event description:
Clininc contacted dexcom on behalf of trial patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.